Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in life-threatening hypoglycemia requiring emergency medical intervention and hospitalization and is consistent with the reported ambulance transport, seizure activity, and inpatient admission. Review of the reported information indicates the event followed a period of elevated blood glucose earlier in the evening and subsequent insulin therapy overnight, after which hypoglycemia progressed despite administration of oral carbohydrates and intranasal glucagon. Review of available device data did not identify a mechanical malfunction. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On 18-dec-2025, it was reported that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 31 mg/dl following insulin therapy. The user was transported by ambulance to the hospital, where the user experienced a seizure, was hospitalized, treated with oral glucose and glucagon, and discharged on (B)(6) 2025. No long-term health effects were reported.